Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was 160 mg/dl. The insulin pump will return for analysis.